Manufacturer narrative:
Citation: murray mik et al. Life beyond 5 years after tavi: patients' perceived health status and long-term outcome after transcatheter aortic valve implantation. J interv cardiol. 2019 oct 1;2019:4292987. Doi: 10.1155/2019/4292987. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding patients perceived health status and self-reported long-term outcomes more than five years after transcatheter aortic valve implantation. From november 2006 to december 2012, 452 patients were treated with tavi at a single center. Patient health status was measured with a standardized health utility quality of life questionnaire that was conducted by a trained professional via telephone between october 2018 and january 2019. After a median follow-up period of seven years, 99 of the 103 patients that were still alive agreed to participate in the study (predominantly female, mean age 80 years). Of those, 41 patients were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 335 deaths occurred within the median follow-up of seven years. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, procedural and in-hospital outcomes included: need for permanent pacemaker implantation, need for second valve, valve-in-valve implantation, new onset left bundle branch block, new onset atrial fibrillation/flutter, ventricular perforation with tamponade, stroke, major bleeding, and major vascular complications. Among all patients, self-reported long-term outcomes included: all stroke, bleeding, acute coronary syndrome, percutaneous coronary intervention, cardiopulmonary resuscitation, new cardiac arrhythmias, syncope, and hospitalization for cardiovascular disease. Reasons for cardiovascular disease hospitalization comprised: cardiac decompensation, coronary heart disease, new pacemaker or implantable cardioverter defibrillator implantation, reoperation of aortic valve, cardiac arrhythmias, and left atrial appendage closure. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.